Event description:
An ophthalmic technician reported that following a toric intraocular lens (iol) implant surgery, the pt had an unexpected refractive outcome. Per the technician, the lens is not working well for the pt, as his vision is not clear. The surgeon is considering an iol rotation, or an iol exchange. In a f/u, the surgeon indicated that in his opinion, it is unk whether the iol caused or contributed to the event. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).